Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's husband reported via phone call that the customer's blood glucose was 480 mg/dl, and when she attempted to inject insulin the plunger would not pull down. The customer discovered that she was unable to fill her reservoir with insulin. The patient treated with a manual insulin injection. The reservoir was returned for analysis and a replacement reservoir was shipped to the customer.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir, and performed testing. The reservoir and transfer guard passed per inspection, and no occlusion was found during analysis.